Event description:
It was reported that a diamondback 360 precision coronary orbital atherectomy device (oad) performed 10 low-speed treatments in the severely calcified, diffuse, mildly tortuous right coronary artery (rca). Following atherectomy, a 2.5 x 15mm sapphire nc24 ptca balloon was used to perform balloon angioplasty. Angiographic images taken post balloon angioplasty showed perforation. Two covered stents were deployed. The patient experienced hypotension and was intubated. The patient was unstable and remained in the hospital. Per the opinion of the physician the oad likely contributed to the perforation. They suspect the perforation likely occurred during balloon angioplasty but exact cause could not be confirmed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The sapphire balloon referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported patient effects of perforation of vessels, low blood pressure, hospitalization, unexpected medical intervention and death appear to be related to operational context. In this case it is possible that the reported patient effects of perforation of vessels, low blood pressure, hospitalization, unexpected medical intervention and death are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b2, b5, g3, g6, h1, h2, h6 [(code 1802 added), (codes 4118, 3233, and 11 no longer apply)].

Event description:
It was reported that a diamondback 360 precision coronary orbital atherectomy device (oad) performed 10 low-speed treatments in the severely calcified, diffuse, mildly tortuous right coronary artery (rca). Following atherectomy, a 2.5 x 15mm sapphire nc24 ptca balloon was used to perform balloon angioplasty. Angiographic images taken post balloon angioplasty showed perforation. Two covered stents were deployed. The patient experienced hypotension and was intubated. The patient was unstable and remained in the hospital. Per the opinion of the physician the oad likely contributed to the perforation. They suspect the perforation likely occurred during balloon angioplasty but exact cause could not be confirmed. Subsequent to the previously filed report, additional information was received: the patient later expired. The date of death will be estimated as (B)(6) 2025.